Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had elevated ldh 779 (baseline 300s) 5 months after pump exchange due to thrombosis on (B)(6) 2021 (manufacturer report number 2916596-2021-00940). The patient had been therapeutic with inr 2.5-3.0. The patient had no symptoms. The patient was put on heparin drip and awaiting ramp echo and lab monitoring. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. A specific cause for this event could also not be determined. It was reported that the patient was found to have elevated ldh. The patient¿s international normalized ratio had been within therapeutic range since their pump exchange in (B)(6) 2021. A urinalysis was negative for blood cells. The patient was asymptomatic and was admitted for observation on (B)(6) 2021. Plan of care involved an anticoagulant drip, a ramp echocardiogram, and monitoring labs. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The file showed no external power events on (B)(6) 2021 (manufacturer report number 2916596-2021-04003) ; the system controller's backup battery activated during this time and pump function was not interrupted. The system appeared to operate as intended with pump speed remaining above the low speed limit. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 "introduction¿ lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including hemolysis. Section 6 entitled "patient care and management" provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.